Event description:
It was reported that the unit randomly shuts off.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display activated, the correct software loaded, and standby mode became active. The bulb ignited on an intermittent basis. The power-up sequence was repeated several times. The product failed intermittently. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The standby/run mode cycling test failed intermittently. The lightcable/jaw interaction test failed due to the jaw staying open. The bulb access door cycling test failed intermittently. All other tests were successful. A measurement was taken on the boost voltage. The resulting measurement was within specification. The root cause of the reported failure was traced to the following defective components: ballast; control circuit board. Further investigation revealed that the integrating rod was chipped. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.